Event description:
It was reported by repair work order that the velcro was missing which could cause the mattress to not stay on the litter. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.